Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. Ice,

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error alarm. The blood glucose reading is 300 mg/dl. The insulin pump will be replaced. Nothing further reported.